Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and dense chordae for a triclip procedure. It was noted that imaging was challenging due to the anatomy. When a second triclip xtw was deployed, a single leaflet device attachment (slda) was observed. The anterior leaflet was detached and mobile on fluoroscopy. The clip took a horizontal position, and was attached to a chord with the septal leaflet. A third clip was implanted to stabilize the slda and the tr was reduced to grade 2-3. Per the physician, the slda was due to the patient's anatomy and dense chordae. There were no adverse patient sequelae and no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.